Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. It received damages and has not yet been repaired. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to received information, the 200 gauss safety line was marked but the wheels of the ventilator were not locked as the therapist was in the process of locking the wheels when machine was pulled in. It is not known if the ventilator came inside the safety line at the time of the event. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was pulled into an MRI magnet while being prepared. There was no patient involvement. (B)(4).